Event description:
---

Event description:
Boston scientific received information that this patient was admitted into the hospital for a non-device related issue. It was observed that the patient was in a junctional rhythm at a rate of 40 beats per minute upon admission into the hospital and it was later observed that the heart rate was in the 20's. Upon further evaluation it was revealed that the right ventricular (rv) lead exhibited high pacing impedance measurements which triggered a lead safety switch (lss). Furthermore, there was non-capture and noise also revealed. The patient underwent a revision procedure and noted that this pacemaker was damaged physically. The reason why it was damaged is unknown as of now. This pacemaker was replaced during the same procedure. Additional information was received that the patient fell two weeks prior to the event and the physician suspected that the device was damaged. No additional adverse patient effects were reported.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.